Event description:
--

Event description:
Boston scientific received information that a pericardial lead perforation occurred in the patient implanted with this right ventricular (rv) lead. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted lead was returned for laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Tissue was noted to be entwined on the helix; an x-ray of the lead tip revealed the helix was slightly stretched. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of perforation.